Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation ,device evaluation, and correction to e2 and e3. The subject device was returned to olympus and evaluated. During inspection, olympus did not confirm the reported event of bad image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. From the investigation results above, flood in the cable was recognized. Therefore, it is likely that video function does not function normally due to flood in the cable, and the indicated phenomenon, defective image occurred. The following phenomena were also found during the evaluation: worn out focus ring, failed leak test due to pin hole on the cable, and faded label on the rear cover. These device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported poor image quality on the 4k camera head when preparing the device for use in an unspecified procedure. There were no reports of patient harm.